Manufacturer narrative:
Product event summary: at analysis it was noted that the generator was received in good cosmetic/mechanical condition, however the ring attachment was broken, the battery drawer was damaged, one screw was missing in the lower case and the battery contacts were contaminated. The main board was calibrated, the battery contacts cleaned and all found defective parts were replaced and all other identified issues were resolved. It passed its tests with no visual or electrical anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the generator had been returned and subsequently tested out of specification during manufacturer's analysis.